Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02311-2. D10: medical products: item#: 32810502504, interchangeable humeral assembly for cemented use only small; lot#: 62738583. Item#: 32810505301, interchangeable ulnar assembly for cemented use only small left; lot#: 62733349. Item#: 32810502501; pin/bushing replacement kit small/regular; lot#: 64223127. G2: foreign: new zealand. Visual examination of the returned product showed wear and tear. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. X-rays were initially provided; however, they were not sent for review as the dates they were taken are unknown and wear would be difficult to identify in the current images. Op notes were not provided. It remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left elbow replacement procedure. Subsequently, the patient was revised due to bearing wear. The humeral bearing was removed and replaced.